Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump drive support cap was sticking out of the device and not recessed into the unit. Customer indicated that the pump was new and came out of the box with the cap sticking out. Customer's blood glucose was 500 to 600 mg/dl at the time of incident. Customer treated with syringes. Customer declined high blood glucose troubleshooting and indicated that a nurse helps them during the day. Customer indicated that they are using their back-up plan of shots until a replacement pump is received. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.